Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. Evaluation confirmed that keys 0 and 1 were unresponsive and all of the other keys functioned as expected. Evaluation determined the issue was caused by a failing keypad and therefore the keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a problem of the keypad not functioning (#1). There was no patient involvement. No additional information is available.